Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11jan2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer replaced the defective user interface and updated the software to 2.10 to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the liquid crystal display (lcd) was dim. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.